Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not working as intended resulting in urinary incontinence. The physician performed an ultrasound and found the device had lost fluid. There has been no surgical intervention at this time, and there were no patient complications reported.